Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with unspecified assays on a cobas 8000 ise module. The customer site was having issues with their water system and was scheduled to have maintenance performed on (B)(6) 2018. The customer provided data for one patient sample that had an erroneous results for ise indirect na, ci for gen.2 (sodium, chloride). The erroneous result was not reported outside of the laboratory. The sample initially resulted with a sodium value of 123, which repeated as 136. The sample initially resulted with a chloride value of 86, which repeated as 96. No units of measure were provided for the sodium and chloride tests. This sample was initially tested in a secondary tube and repeated with the primary tube. The sample material looked fine upon inspection. No adverse events were alleged to have occurred with the patient. The lot numbers and expiration dates of the sodium and chloride electrodes were asked for, but not provided. The customer also mentioned that there were questionable patient results for an unspecified number of patient samples tested with unknown assays on a different analyzer line. These issues were believed to be related to water quality. For the analyzer line containing the complained ise module, it was stated that there was ongoing instability with calcium. No further details were provided in relation to these additional issues. The customer mentioned that they were having issues with low quality samples. Calibration data was checked and this was ok. Quality controls for sodium were stable, but controls were close to being out of range or out of range for chloride on (B)(6) 2018. The alarm trace showed several abnormal aspiration alarms over the course of 4 days. The investigation was unable to find a definitive root cause.